Manufacturer narrative:
Follow-up #1: date of submission 02/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed evidence of pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were also stripped, and the cap could not be secured properly to the pump. The cap also became stuck to the pump when removal was attempted. A test cap was used to complete investigation. The pump was exercised for 24 hours using the test cap with no duplicated power issues. Evidence of moisture ingress was also observed inside the battery compartment. A leak test was performed and failed, indicating a battery compartment leak. The pump case was removed, and no additional evidence of moisture ingress was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no reported damage to the battery cap; the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.